Event description:
On 09/23/1999 the account reported a negative testpack plus hcg urine result for a random urine sample. The same sample was retested and a positive result was obtained. No further information provided. No report of injury.